Manufacturer narrative:
Analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that they wanted to connect lead to the stimulator. She tightened the set screw on the stimulator once the lead was fully seated in the stimulator but the lead didn¿t hold into the stimulator. The stimulator was replaced with another stimulator. The issue was resolved at the time of event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the setscrew was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.